Manufacturer narrative:
A manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no images and no physical sample were provided for evaluation. Potential factors which may have caused or contributed to the reported issue have been considered. As a result of the investigation performed and as no sample was returned the complaint is inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the preparation the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (¿). Flushing these lumens will also facilitate stent graft deployment." And "prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Regarding accessories the IFU states: "the use of an appropriately sized introducer sheath is recommended."

Event description:
It was reported that two stent grafts were intended to be used for a central vein stenosis with access through the brachiocephalic vein and although the first stent graft deployed without event, the second stent graft allegedly partially deployed and the handle of the delivery system bent. Reportedly, the device was retracted without difficulty and no further treatment was required. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two stent grafts were intended to be used for a central vein stenosis with access through the brachiocephalic vein and although the first stent graft deployed without event, the second stent graft allegedly partially deployed and the handle of the delivery system bent. Reportedly, the device was retracted without difficulty and no further treatment was required. There was no reported patient injury.